Event description:
It was reported that the pump alarmed for patient side occlusion however when the rn assessed the situation noticed the tubing inside the pump had ballooned. This occurred in the hematology/oncology department and the tubing was replaced. There was no harm to the patient.

Manufacturer narrative:
The aware date has been corrected to (B)(6) 2019 from (B)(6) 2019 as the initial reporter (tiffany spiva) is a bd account executive (bd employee).

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the pump alarmed for patient side occlusion however when the rn assessed the situation noticed the tubing inside the pump had ballooned. This occurred in the hematology/oncology department and the tubing was replaced. There was no harm to the patient.